Event description:
It was reported that the user experienced hypoglycemia with sensor readings in the 40s to 50s mg/dl, associated with inability to stand or walk, after which glucose rose into the 70 mg/dl before the sensor lost connection; and to contact support for future high or low glucose events. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemic event. Symptoms included confusion, weakness, and impaired mobility consistent with low glucose. Outcomes included temporary interruption of daily activities and the need for oral carbohydrate treatment. It was concluded that the event was user-related or condition-related with an undetermined root cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.